Manufacturer narrative:
Section h10: (h3) the broken instrument reported in case-2019-00000651 was likely the result of the prongs of the pin puller experiencing excessive forces during the extraction of bone pins.

Manufacturer narrative:
Pending evaluation.

Event description:
While attempting to remove the truliant baseplate trial (02-029-25-10xx) with the truliant pin puller, two tabs of the pin puller broke while removing the small headed pin from the anterior holes. One broken tab debris was located and the other was not. The surgeon and the pa checked the joint for the debris and did not find. Neither felt it was left in the patient. After checking for the debris the case went on without further incident. Brief delay to check for broken pieces near the incision; no other effects on the case.